Event description:
Irrigation & aspiration port was defective on cataract surgery device. When user tried to replace the device while in the midst of surgery, the rest of stock had the same problem. Case could not be finished, was terminated and pt held overnight until replacement was obtained to complete the case in the morning.